Event description:
The following was reported to gore: on (B)(6) 2022, a reintervention procedure was performed to treat a migration using gore® dryseal flex introducer sheath device. After removing the 18 fr gore® dryseal flex introducer sheath from the left side of the patient, angiography revealed a dissection at a left external iliac artery. To treat it, a bare metal stent was implanted. The patient tolerated the procedure. Regarding the dissection, this was the third endovascular treatment and there were concerns about scarring at the access site and adhesion to surrounding tissue. There seemed to be resistance during insertion of the sheath. The fact that the dissected vessel was tortuous, and the sheath was inserted with force may have contributed to the occurrence of dissection. There were no findings of calcification or small vessel diameter at the dissection site. The reintervention procedure is covered in event (B)(4).

Manufacturer narrative:
The following patient information was requested by, but was not available: weight, date of birth, pre-existing conditions and medications. (B)(4). According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.